Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump containing unknown drug reporting that the device was explanted as the patient experienced worsening pain. No further information was reported.

Manufacturer narrative:
Product analysis: (B)(4): analysis found that the device passed all testing in the laboratory and no anomalies were identified. 8784: analysis found that the catheter body was deformed in shape however it did not affect the performance of the catheter. 8780: analysis found that the catheter body was deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.